Manufacturer narrative:
(B)(4). The device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device trace download analysis confirmed the device alarmed low battery. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the device was monitored and functioned properly. No unexpected pump error alarms noted during testing however, pump error alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm during self test. The customer¿s blood glucose level as unknown. The customer reported that the insulin pump batteries were not lasting longer. The insulin pump alarm history showed low battery and replace battery alarms. The customer changed the battery and performed the self test and received an alarm. The customer was able to clear the alarm and rewind the insulin pump. The insulin pump then passed the self test. The insulin pump will be returned for analysis.